Event description:
On (B)(6) 2011, it was initially reported that the patient heard a pump alarm (B)(6) ago. A physician interrogated the pump, and everything was noted as "good". The reservoir volume was found to coincide with the volume estimated by the pump. Later on (B)(6), the patient was in a pain unit with withdrawal symptoms. The pump was again interrogated, and the message "motor blocked" was indicated. The physician was not able to restart the pump. The physician lost confidence in the pump, and had stopped it. The patient was given oral medication. The pump was planned to be re-interrogated the following week. The pump contained morphine and bupivacaine. A pump replacement was planned. On (B)(6) 2011: it was further reported/clarified that the "motor blocked" message had occurred after patient's return of pain. The pump was explanted on (B)(6). No further troubleshooting occurred prior to the pump replacement. The patient was "under control" with the new pump. Additional information will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4). The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.